Manufacturer narrative:
Philips service returned the system to use with limitations and scheduled a follow-up. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a moltex was jammed in the c-arm, blocking wheel movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.